Event description:
As reported by our edwards lifesciences (B)(6) affiliate, after the deployment of a 20mm sapien 3 valve in the aortic position via transfemoral approach, a leaflet of the valve remained open with central aortic regurgitation. A second 20mm sapien 3 valve was then deployed within the initial valve. The patient had a good outcome and was discharged on post operative day 7.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not required. Review of IFU/training material is captured in an existing technical summary written by edwards lifesciences. As the technical summary applies to this complaint, a lot history review, complaint history review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reports of valve central regurgitation and motion restricted leaflet were unable to be confirmed due to unavailability of relevant imagery or medical reports provided. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. An existing technical summary written by edwards lifesciences has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, there are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and testing for each valve). Therefore, it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling and how to deploy valve. As reported, "a 20 mm sapien 3 valve was deployed in the aortic position via a transfemoral approach. Post dilation was performed multiple times. After deployment, a leaflet of valve remained open with severe aortic regurgitation. A guidewire was across the valve when the "frozen leaflet" was detected". In this case, it was likely due to multiple post-dilations. Post-dilation many times could lead to over expanded valve, which could over stretch on the leaflets resulting leaflet motion restricted in patient in patient and central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Updated sections a2 and a3 with additional information received.

Manufacturer narrative:
Investigation is ongoing. A supplemental MDR is being submitted for additional information based on literature received. The following sections of this report have been updated: additional information added to the b5, additional information added to the b7, additional information added to g2, additional information added to h6 device code, additional information added to h10. Reference article: cardiovascular intervention and therapeutics, published online: 05 september 2023 "rescue transcatheter aortic valve replacement to an extremely small transcatheter valve" juri iwata, et al.

Event description:
Per article, "rescue transcatheter aortic valve replacement to an extremely small transcatheter valve", the first 20mm sapien 3 valve had moderate paravalvular leak (pvl) post-deployment and was post-dilated four times. The moderate pvl remained, and a valve leaflet remained open at the left coronary cusp side, resulting in central regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided in the article, and the following was observed: transesophageal echocardiography showing transvalvular aortic regurgitation after post-dilation. Deployment of second valve within original valve. Transvalvular aortic regurgitation. Deployment of valve-in valve. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes are not required at this time. The central regurgitation of the deployed transcatheter heart valve was confirmed based on the imagery from the article. However, the paravalvular leak and motion-restricted leaflet were unable to be confirmed due to the unavailability of medical records or relevant imagery. In this case, post-dilation was performed multiple times, which indicates that the valve could potentially be under-expanded. The under-expanded valve could have difficulty sealing against the target site (native annulus), resulting in paravalvular leak. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported paravalvular leak. An existing technical summary written by edwards lifesciences has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy the valve. In this case, the central regurgitation and the restricted leaflet motion were likely due to the multiple post-dilations. Multiple post-dilations could lead to an over-expanded valve which could over-stretch on the leaflets, leading to leaflet motion restriction and result in central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the leaflet motion restriction and central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.